Manufacturer narrative:
The mcs tip cover accessory has not yet been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the tip cover is returned (post failure analysis investigation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci procedure, arcing from the mcs instrument with the mcs tip cover installed occurred. While there was no reported harm to the patient, recurrence of reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure on (B)(6) 2015, arcing was observed and appeared to come through the monopolar curved scissors (mcs) tip cover accessory while installed on the mcs instrument. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the initial reporter and obtained the following additional information: according to the reporter, the surgeon did not see the arcing; however, the scrub technician observed the arcing, which allegedly led to a small burn on the uterus. The uterus was eventually removed during the hysterectomy procedure. No other injuries were reported. The reporter stated that the tip cover was installed correctly on the mcs instrument by a very experienced scrub technician and the electrosurgical settings were right. However, the reporter indicated that there was a small hole observed on the tip cover accessory. The reporter indicated that there was no patient harm, adverse outcome or injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.